Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
The become aware date (bad) has been updated to align with the information in salesforce case number (B)(4).